Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). Caller reports they saw an error message yes terday: setting not available. Cannot provide your desired intensity setting. Caller reports they had reset their controller and message continues. Caller reports their implanted ins battery does not last more than 24 hours. Caller reports they can hear rattling on their controller, that has been on going, asked unknown when that started. Agent redirected caller to patient's hcp and advised them to bring all equipment to the appointment. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.